Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose was 90 mg/dl. Reportedly, a new cartridge was loaded to address the issue.